Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation was able to be confirmed. The reported difficulty to position and the reported difficulty to remove were unable to be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient underwent a procedure to treat a target lesion in the heavily tortuous and moderately calcified distal left anterior descending (lad) artery. Pre-dilatation was performed using a 2.0 x 12 mm trek dilatation catheter. A 2.25 x 28 mm xience prime stent delivery system was then advanced; however, the device was unable to cross due to resistance with the non-abbott guide catheter. The device was removed and resistance with the guide catheter was noted. Upon removal, it was noted that the stent struts were flared. There was no adverse patient effect and no clinically significant delay. No additional information was provided.